Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, a company representative initially reported that as per a healthcare provider (hcp) the patient was receiving baclofen via their implanted intrathecal pump. The manufacturer / type of baclofen, drug concentration, dose rate, drug lot number, and drug therapy dates were unknown / not reported. A dye study was reported; however the results of test was not reported. No surgical intervention occurred. No further information was available at the time of the report. Additional information was to be available / obtained on (B)(6) 2015. On (B)(6) 2015, a company representative further reported that the dye study showed the catheter to be in the epidural space. A surgeon was to revise the catheter; the surgical revision was not yet scheduled. On (B)(6) 2015, a company representative reported that it was unknown if the type of baclofen administered via the pump was compounded baclofen or lioresal, however the concentration was 2000 mcg/ml. The patient experienced a loss of effective therapy and headache. Additional information requested included clarification of baclofen intrathecal, actions taken to resolve the issue, cause of issue, and event outcome.

Event description:
An hcp reported that the type of baclofen administered via the pump was lioresal.